Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected low battery alarms or replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, fading end cap address label, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert more than once. The customer's blood glucose was 20 mmol/l at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.